Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief and underwent an implantable pulse generator (ipg) replacement. The patient was doing well post operatively and the explanted ipg was disposed by the facility.

Event description:
It was reported that the patient experienced inadequate pain relief and underwent an implantable pulse generator (ipg) replacement. The patient was doing well post operatively and the explanted ipg was disposed by the facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.